Event description:
The customer received a questionable human chorionic gonadotropin (hcg) stat result for one patient sample. The initial result was 480.3 miu/ml and was reported outside the laboratory. The ER doctor called to question the result and an aliquot of the same sample was repeated with a result of >10000 miu/ml with data flag. Upon auto dilution, the result was 34125 miu/ml. An aliquot of the sample was tested on a cobas e411 analyzer with a dilution and the result was 43237 miu/ml. The repeat result was believed to be correct. The customer did not think the patient was affected. The hcg reagent lot number was 17551301 with an expiration date of 04/30/2015. The field service representative found the sample probe was misadjusted which was causing the sample probe to misalign with the tube for sample pipetting. He performed an adjustment to readjust the sample probe positions. He ran a mechanism check and ran the subject sample in a tube with a result within the expected limits.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.